Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experience inappropriate shocks due to changes in the underlying rhythm of the patient. Reprogramming efforts were discussed and recommended. No additional adverse patient effects were reported.